Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by egyptian orthopedic journal titled ¿arthroscopic single row repair of isolated subscapularis tear.¿ the study reviewed twenty (20) patients who underwent shoulder procedures for rotator cuff lesion using arthrex corkscrew devices. Two (2) patients were documented to have experienced stiff shoulder resulting in diminished range of motion during the thirty-three (33) month follow-up period. Ref: "el sheikh, m. (2021). ""Arthroscopic single row repair of isolated subscapularis tear."" Egyptian orthopedic journal(56): 46-54.